Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high white blood cells. The blood glucose reading was 750 mg/dl. The customer was experiencing nausea. The customer mentioned having pneumonia, which may have contributed to his high glucose. The caller also stated that he had air bubbles in the reservoir, and the insulin pump was in extreme heat at the time he was ill. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Reminded the caller to change the infusion set every two to three days. Advised the customer to switch the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.